Manufacturer narrative:
Two opened slit knives in blisters pak (bp) trays stacked on top of each other in a zip top were received. One knife is seated tip down in the bp tray. The returned samples were visually inspected and were found non-conforming with damaged tips. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The provided photos were reviewed by the manufacturing site. The three photos are of a pak labels, a knife high-density polyethylene fibers label and three knives in blisters, the reported product information is confirmed. The lot information seen on the high-density polyethylene fibers label is unrelated to this file. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported two knives were noted to be dull during a cataract procedure without an intraocular lenses implant. An alternate knife was obtained in order to complete the procedure. There was no patient harm.